Event description:
It was reported that the procedure was to treat two lesions in the proximal and distal circumflex (cx) artery with 90% stenosis, mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced; however, resistance was met with the vessel in the proximal cx. It was assumed that the stent implant was flared; therefore, an attempt was made to remove the sds, but resistance was met with the guiding catheter. The devices were removed as a unit. During removal, the stent implant caught on the sheath and became dislodged. An attempt was made to advance a 7f sheath to remove the stent, but this was unsuccessful, and there was a clinically significant delay. The procedure was not continued and the patient was sent to surgery for removal of the dislodged stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, sion blue, guide cath: profit ss 3.5. The xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified which likely contributed to the reported difficulties. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the lesion during the attempt to cross, and further interaction during retraction damaged the struts, contributing to the difficulty removing the sds through the guiding catheter during retraction. Further as the damaged struts interacted with the sheath, this would cause the stent to ultimately dislodge from the balloon. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.